Event description:
The customer reported that while the iabp was in use on a pt, the iabp failed to autofill. The pt was switched to another iabp and therapy was initiated. The pt expired; however, the customer does not attribute the pt's death to the iabp.

Manufacturer narrative:
The company service rep determined that the purge line to the drain port of the safety disk was disconnected at fill port, apparently inadvertently disconnected by hosp staff. The company rep reconnected the tubing. He advised the customer of his findings. The iabp was tested to factory specs. It functioned normally and was returned to the customer. (B)(4).